Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that there were no symptoms related to the flipped pump. There was still plenty of medicine in the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving prialt 25mcg/ml; 3mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the hcp was unable to refill the pump due to the pump being flipped. Factors that may have led or contributed to the issue was very loose skin in the abdominal area. It was unknown if any diagnostics or troubleshooting was performed. The hcp immediately sent the patient to another hcp for a revision. A pocket revision was performed to re-anchor the pump. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.